Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses featuring c3 delivery system. It was reported the left common iliac was completely occluded with excessive thrombus in the aneurysm sac. Both trunks were reportedly implanted to create an aorto-uni-iliac with a femoral-femoral bypass. After angioplasty of the implanted trunks was performed, angiography showed a lack of perfusion in the right hypogastric artery and both renal arteries. It was reported the thrombus in the aorta was pushed into the right hypogastric and renal arteries ballooning, causing a lack of perfusion in those vessels. An attempt was made to place a stent in the renal arteries, but this was unsuccessful due to the excessive thrombus. The physician elected to remove both trunks and perform an aorto-bifemoral bypass. Thrombus was removed from the aorta, and a fogarty balloon was used to pull clot from the right hypogastric and renal arteries. Final imaging showed good perfusion of the right hypogastric and renal arteries, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).